Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a hospital based repair of alveolar cleft, and simultaneous repair of palate and vestibular fistula. The patient had a standard exposure of the alveolar cleft and repair of the nasal floor. The cleft soft tissue and bone margins were lined with rhbmp-2/acs. Additional bmp was placed on the dbm and the dbm was used for space maintenance within the cleft. The facial surface of the dbm was then covered with two layers of rhbmp-2/acs prior to closure. The patient's post-op course was uneventful with minimal swelling or pain. 10 days post-op, the patient ran, slipped, and fell hitting his face on the side of a bathtub. One collagen sponge extruded from the incision site. The site had about a 2 mm superficial opening and no particulate graft was exploded. It was reported that none of the particulate material came out. The surgeon felt that at least one layer of sponge remained on the facial surface of the cleft repair. At three months post-op we obtained a CT scan with findings of complete fill of the alveolar cleft with bone. 106 days post-op, slight root resorption on an adjacent primary molar was noted.